Event description:
It was noted that on (B)(6) 2024, a 25mm navitor valve was selected for implant. During the procedure, the delivery system was introduced into the patient without issue and across the native annulus. The first deployment was deemed to be high so a resheath was done so the system could be positioned at a more appropriate 3-4mm depth. There was a 1cm gap between the nose cone and the valve capsule that they could not close using deployment/resheath wheel. The micro adjustment wheel was used and was also unable to close the gap. The system was removed and a non-abbott valve was implanted instead. The valve capsule was seen to have concertinaed and crumpled upon removal. The patient remained hemodynamically stable and there was no clinically significant delay during the procedure. The patient is stable.

Manufacturer narrative:
An event of a retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that during the procedure, the operator was unable to fully recapture the valve. It was also noted that the micro adjustment wheel was used and was also unable to close the gap. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant. During the procedure, the delivery system was introduced into the patient without issue and across the native annulus. The first deployment was deemed to be high so a resheath was done so the system could be positioned at a more appropriate 3-4mm depth. There was a 1cm gap between the nose cone and the valve capsule that they could not close using deployment/resheath wheel. The micro adjustment wheel was used and was also unable to close the gap. The system was removed and a non-abbott valve was implanted instead. The valve capsule was seen to have concertinaed and crumpled upon removal. The patient is stable.